Event description:
Caller reported that a malfunction occurred on the pump, causing the customer's blood glucose level to exceed 500 mg/dl. The specific value was unknown and displayed as "high." Reportedly, customer did not take any immediate actions to address the high blood glucose level. The customer reverted to an alternate method of insulin therapy.